Event description:
It was reported that the patient slipped on ice and had a bad and the next day there was high impedance on the left ventricular (lv) lead. It was noted there was complete fracture of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) ICD implanted: 2008 (B)(6); 5076-52 lead implanted: 2008 (B)(6). (B)(4).